Event description:
It was reported that in the pediatric ICU, the user states that during insertion attempts in the pt's femoral vein, the swg "folds" making insertion impossible. It was stated that intervention was required, however, it is referring to a second puncture. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).